Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 542 mg/dl. The customer stated that prior to the event, she had symptoms of excessive urination, vomiting, and light-headedness. The customer also stated that she had been having elevated blood glucose for 3 days before the event and that the insulin pump is cracked, but that she is unsure how it happened. The customer further stated that her doctors are convinced that the insulin pump is malfunctioning. The customer then stated that she changes infusion set and reservoir every 5 days and reuses supplies. It was explained to the customer that it is best to change infusion sets every 2-3 days and to not reuse supplies. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.